Event description:
The hcp reported that pt had reported experiencing blurred vision, ataxia, excessive sleepiness and dizziness which led to falls frequently. The hcp reported no pt treatment was performed and no device troubleshooting was required.